Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using a small-bore sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the device did not achieve hemostasis. Manual compression was used to achieve hemostasis. Post-procedure imaging found an occlusion at the access site. It is believed that a side branch vessel may have been captured [back wall stitch at side branch]. A percutaneous transluminal angioplasty via contralateral access was performed to treat the occlusion (pti with balloons), and blood flow was restored. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. Due to the limited and poor quality of the still images provided, it cannot be definitively stated that the occlusion was caused by a perclose failure. However, the images do correlate with a back wall capture of the suture during closure. The patient effect and treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Incident report / cine review. Due to the limited and poor quality of the still images provided, it cannot be definitively stated that the occlusion was caused by a perclose failure. However, the images do correlate with a back wall capture of the suture during closure. This can occur if the angle of the perclose device is not maintained at 45 degrees or if it is even rotated slightly in either direction. The physician noted that ¿they are paying closer attention to the angulation of the device and confirming pulsatile flow while placing the device and deploying the suture¿. However, per the perclose prostyle instructions for use (IFU)1, after the footplate is deployed and the device is gently retracted against the vessel wall, blood flow should cease. If blood flow is visible while depressing the plunger needles and suture, capturing the back wall is more likely to occur.